Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and post laminectomy pain. The date of the event was (B)(6) 2017. It was reported the pump batteries have failed, the low battery alarm sounded and the pump was turned off. The patient could not find a surgeon to replace the pump due to insurance. No symptoms were reported. No further complications were reported.